Event description:
Patient was admitted to pediatric pcu and placed on monitor. The device functioned as expected until approximately 10 hours after admission. A nurse entered the patient's room and found the patient unresponsive, in asystole. There was no audible alarm from the device. The patient failed to respond to cardiopulmonary resuscitation efforts. During the estimated 30-45 minute time period from last known assessment/contact with the patient, preceding this event, the staff reported that there were no audible alarms from the device, either in the room or at the central nursing station. There were no reports of "silencing" of the audible alarms by the unit staff. At the time of the event the alarm volume was set at "4," which the staff reported as an acceptable volume for hearing and responding in the environment of use.